Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('peeing out the coil') and nephrolithiasis ('ive had kidney stone pass') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), fibromyalgia ("I got fibro because of essure"), autoimmune disorder ("autoimmune disease") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device expulsion, nephrolithiasis, fibromyalgia, autoimmune disorder and metal poisoning outcome was unknown. The reporter considered autoimmune disorder, device expulsion, fibromyalgia, metal poisoning and nephrolithiasis to be related to essure. The reporter commented: patient peed out the coil. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion and I¿ve had kidney stone pass,I got fibro because of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event autoimmune disease added. New reporter added. Intervention required tick for event expulsion. Fu 5 & 6 process together. On 23-mar-2020: social media received. New reporter added. Fu 5 & 6 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('peeing out the coil') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("migration"), nephrolithiasis ("ive had kidney stone pass"), fibromyalgia ("I got fibro because of essure"), autoimmune disorder ("autoimmune disease") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, device dislocation, nephrolithiasis, fibromyalgia, autoimmune disorder and metal poisoning outcome was unknown. The reporter considered autoimmune disorder, device dislocation, device expulsion, fibromyalgia, metal poisoning and nephrolithiasis to be related to essure (ess205). The reporter commented: patient peed out the coil. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion and I¿ve had kidney stone pass,I got fibro because of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: essure insertion, removal date, product indication were added. Product code updated. Event of migration added. Previously reported event of nephrolithiasis downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('peeing out the coil') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("migration"), nephrolithiasis ("ive had kidney stone pass"), fibromyalgia ("I got fibro because of essure/autoimmune disease : fibromyalgia "), autoimmune disorder ("autoimmune disease") and metal poisoning ("nickel poisoning/nickel poisoning "). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, device dislocation, nephrolithiasis, fibromyalgia, autoimmune disorder and metal poisoning outcome was unknown. The reporter considered autoimmune disorder, device dislocation, device expulsion, fibromyalgia, metal poisoning and nephrolithiasis to be related to essure (ess205). The reporter commented: patient peed out the coil. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion and I¿ve had kidney stone pass,I got fibro because of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: this is a retention case. All the information: reporter¿s information, references details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('peeing out the coil') and nephrolithiasis ('ive had kidney stone pass') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), fibromyalgia ("I got fibro because of essure"), autoimmune disorder ("autoimmune disease") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device expulsion, nephrolithiasis, fibromyalgia, autoimmune disorder and metal poisoning outcome was unknown. The reporter considered autoimmune disorder, device expulsion, fibromyalgia, metal poisoning and nephrolithiasis to be related to essure. The reporter commented: patient peed out the coil. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion and I¿ve had kidney stone pass,I got fibro because of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.